Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) exhibited post sensed t wave oversensing. Programming changes were made to resolve the issue and the clinic will continue to monitor the patient. The patient had no adverse consequences.